Event description:
Info received that the right side siderail could not latch. No injury reported.

Manufacturer narrative:
Tech located the stretcher on 2nd floor. Found right side siderail was missing a shoulder bolt, not allowing it to latch. Replaced the shoulder bolt to resolve this issue.